Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 2000 mcg/ml concentration at 1268 mcg/day, bupivacaine, 20 mg/ml concentration at 12.68 mg/day dose and morphine, 2 mg/ml concentration at 1.268 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that empty pump reservoir occurred. The patient was being refilled today and they noticed the empty reservoir alarm occurred 5 days ago. The patient complained of increased pain but she had not been able to use her patient programmer (ptm) due to the empty reservoir alarm. Patient was due for refill. Actual reservoir volume (arv) was greater than expected reservoir volume (erv) - arv: 3ml and erv: 0ml. The patient was having a refill today the pump reservoir was empty. They were expecting no drug left in the reservoir but they aspirated 3ml. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause was unknown¿likely related to pump flow accuracy rating of the pump of +/- 14.7 % per specs. Patient's last fill was (B)(6) 2019. Alarm date of (B)(6) 2019. Patient scheduled for pump fill on (B)(6) 2019 but did not show. Multiple attempts were made to contact patient were unsuccessful. The hcp recorded call on (B)(6) 2019 from patient's assisted living facility wanting to arrange pump fill. (Found out later patient was previously homeless and had been in the hospital earlier last month). Patient had pump fill on (B)(6) 2019. Reported hard pump critical alarm approximately 5 days before. Patient reported increase pain but was not having withdrawal symptom. Pump interrogation showed low reservoir volume of 0 but actual amount removed was 3 ml. Per previous refill telemetry ¿ patient's fill interval would be between 49.8 ¿ 63 days pending amount of boluses used. This would calculate to (B)(6). The actions/interventions taken to resolve the issue were none ¿ they always had a volume discrepancy with pumps but usually within spec of +/- 14.7 %. The volume discrepancy was unlikely resolved¿ patient had not returned for a refill yet. No further complications were reported.